Event description:
Approximately 7.5 months post op, pt presented with muscle spasms. X-rays showed set screw migration at l2. A revision surgery was performed the next day. After surgery, the pt died due to a pulmonary embolism.